Event description:
I had atrium medical's proloop mesh and plug put in me, for a right side inguinal hernia surgery on (B)(6) 2010. I have had nothing but extreme pain ever since. Please recall this horrible mesh and plug. I see others who have reported this. I see the FDA response is no reference numbers, etc to do anything about it. Well here is mine: (B)(4), and lot: 10610950, (B)(4), small, 2015/03, polypropylene monofilament mesh. Several pain prescriptions that did nothing.